Event description:
Ten months after the symmetry bypass connector (sbc) was implanted cardiac catheterization revealed 100% re-occlusion of the right posterior descending artery. The sbc was implanted at this location with a saphenous vein graft.